Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for routine device interrogation, episodes of ventricular fibrillation due to noise were observed. The oversensing did not cause symptoms. The lead was capped and replaced on (B)(6) 2016. The patient was discharged the following morning.